Manufacturer narrative:
A temporal association exists between ccpd therapy (since (B)(6) 2016) with the liberty cycler and the patient¿s ventral hernia and abdominal pain which required in patient hospitalization (on (B)(6) 2017) for surgical repair of the hernia. Based on available information, it cannot be concluded if the liberty cycler caused or contributed to the hernia event. The alleged event was not confirmed by the manufacturing plant. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on an unrelated customer experience, the patient¿s peritoneal dialysis nurse reported that on (B)(6) 2017 this patient (pt.) With end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) was seen in the outpatient pd clinic. The patient was being monitored in the outpatient pd clinic for a hernia that developed (on an unknown date) after initiation of pd therapy in (B)(6) 2016. During the pd visit, the patient¿s abdomen was evaluated (pt. Experiencing abdominal pain) and it appeared the patient had an infection (unknown signs and symptoms) which warranted further evaluation. On the same day, the patient subsequently went to the emergency room (ER) experiencing abdominal pain. A computerized topography (CT) scan was performed which revealed strangulation of fat tissue from a pre-existing ventral hernia. The patient was admitted to the hospital and underwent immediate hernia repair. Additionally, the patient had a hd perm catheter placed (unknown date) and was transitioned to hemodialysis (hd) therapy. Over the course of the hospitalization, it is noted the patient¿s pain improved. On (B)(6) 2017, the patient was discharged home continuing outpatient hd therapy. During a follow up call on (B)(6) 2018, it was reported by the pd nurse the patient has since returned to pd therapy (on an unknown date).